Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g04087 during the requested site visit, the field service representative replaced the vortexer, stabilized (rohs), part number 7-76656-05, which resolved the issue. The module function was then verified with a control/precision run. Return testing was not completed as returns were not available. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting, including operational precautions and limitations; specimen handling recommendations, fluidic subsystems troubleshooting, and the system technology limitations for resolving the customers issue. The alinity I service documentation contains adequate information for troubleshooting, removal, and replacement of the vortexer part. No contributing factors in the month prior to the complaint were identified in-regards to the system. The service history of the alinity I processing module, serial number (B)(6) verifies no subsequent issues have been reported related to false elevated results. No nonconformances or potential nonconformances applicable to the current complaint were found for the vortexer, stabilized (rohs) part. A 12-month trending review of the vortexer part did not identified any trends for the reporting period. The current product monitoring review of the alinity I platform found no trends with regards to the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the vortexer, stabilized (rohs), part number 7-76656-05, was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported falsely elevated alinity I b12 results on one patient sample. The results provided were: on (B)(6) 2021 sid (B)(6) b12 initial = 241pmol/l (327pg/ml) [customer¿s normal range 140-650pmol/l] / retest = 155 (210pg/ml); additional result folate = 12.8nmol/l (customer¿s normal range 7.0-46nmol/l) / retest = 9.2. There was no reported impact to patient management.